Manufacturer narrative:
Device evaluation is pending. When investigation is completed, a follow-up report will be submitted to the FDA.

Event description:
Report stated that the surgeon had to enlarge the incision to explant the iol from the patient's eye. Another hoya iol was implanted and no scheduling of an additional surgery was required. The patient's prognosis is unknown at this time as no additional information was made available. Customer reports the malfunction as a deformed haptic.

Manufacturer narrative:
Complaint evaluation details from qa (B)(6) - the lens was returned with the lens case. One of the haptics was deformed and broken at the root of the optic/haptic junction. Trace of lubricant was found on the lens. No abnormalities were found in production and inspection records of the product. Root cause was not determined. (Serial no. (B)(4) - model- fc-60ad).

Event description:
Report stated that the surgeon had to enlarge the incision to explant the iol from the patient's eye. Another hoya iol was implanted and no scheduling of an additional surgery was required. The patient's prognosis is unknown at this time as no additional information was made available. Customer reports the malfunction as a deformed haptic.